Event description:
Patient tested 109mg/dl on the device and 68mg/dl on the lab within 10 minutes. No treatment information was provided. Caller previously tested 73mg/dl, 203mg/dl, and 199mg/dl within 13 minutes. Quality controls were performed and reportedly fell within acceptable limits. Requested return of suspected device and replacement was sent.